Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05073.

Event description:
It was reported that a during a surgery, the doctor could not properly seat the poly liner. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.